Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the maintenance kit including nozzle units solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by technician, the nozzle units have never been replaced. The reason for not replacing the pm kit according to the manufacturer¿s specification is unknown. The device's logs and claimed part were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle units. A correction of fields # d1 brand name, # d4 version or model # and d4 catalog # were required. D1 - brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 - version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. D4 - catalog # - previous catalog #: 6640440, corrected catalog #: blank.

Event description:
Manufacturer's ref. #: (B)(4).